Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced.

Event description:
A clinician review identified a femoral perprosthetic fracture after the exeter stem had been implanted.

Manufacturer narrative:
An event regarding a femoral periprosthetic fracture involving an exeter stem was reported. The event was confirmed following a review by a clinical consultant. Method & results: device evaluation and results: not performed as the device remains implanted. Medical records received and evaluation: a medical review was performed and noted the following: there is no reporting of the time of pp-fracture post arthroplasty but intraoperative types of fractures are usually located in the proximal femur as caused by excess stem size in relationship to the bone size. This patient had a fracture distally of the stem tip which is very unusual for an intraoperative type of pp-fracture, pp-fracture classification type vancouver-c. This would leave an external trauma of the patient as the most likely cause of the problem. Even though trauma was not reported, the type of fracture is consistent with external trauma of the patient and/or an adverse movement of the patient during rehabilitation after arthroplasty. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a medical review was performed and concluded: a traumatic overload condition has contributed to a periprosthetic fracture below the exeter stem requiring open reduction and internal fixation using dm cables/plate while retaining the stem. No further investigation is required at this time. If further information and or the device becomes available this investigation will be re-opened.

Event description:
A clinician review identified a femoral perprosthetic fracture after the exeter stem had been implanted.